Event description:
It was reported that during a surgical procedure, the drill operated when the trigger was not activated. There was no pt contact associated with this event. Backup equipment was used to complete the procedure, without causing a delay. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and corrosion was discovered in the rotor assembly and the motor housing was damaged. The motor assembly and rotor assembly were replaced, and additional preventative maintenance was also performed. The handpiece was repaired and returned to the customer.